Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate due to fluid loss from a hole in the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate due to fluid loss from a hole in the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Two rear-tip extenders (rte) were visually and microscopically inspected. No damage was found. The reservoir was visually and microscopically inspected, and leak tested. The kink resistant tubing (krt) was worn down however no leaks were found. No damage was identified to the reservoir. The cylinders were visually and microscopically examined and underwent leak and pressure testing. The first cylinder had wear at a fold close to the distal end of the cylinder. The outer and fabric portions of the cylinder were torn proximal end of the cylinder body consistent with sharp instrument damage. A hole was found in the inner tube of the cylinder, consistent with explant damage. Under microscopic examination, it was found that the outer tubing of the first cylinder was worn down as of result of wear against the krt; the krt was worn down to the filament. This cylinder was not leak or pressure tested due the identified damage. The outer tube of the second cylinder was detached in the middle of the cylinder consistent with sharp instrument damage. There was no damage to the inner cylinder tube; this cylinder passed the leak and pressure tests as performed. The pump was visually and microscopically inspected and underwent leak and functional testing. The krt of the pump was worn down to the filament close to the strain relief junction. The pump passed leak testing. The pump was functionally tested and did not pass activation testing. Analysis concluded that the pump activation issue could cause the functionality of the device to malfunction leading to inflation issues as observed clinically. Analysis was unable to confirm the reported fluid leak and hole/perforation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it would not inflate due to fluid loss from a hole in the cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.